Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via an ipsilateral antegrade approach. The 99% stenosed target lesion was located in a non-tortuous, moderately calcified anterior tibial artery. A 2.5mm x 150mm x 150cm mr coyote was inserted into a 6fr guidezilla guide catheter. Severe resistance was felt at the time the balloon catheter was passed through the guidezilla and after balloon inflation, the balloon could not be removed. The device was removed together with guidezilla. The procedure was completed with this device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed the balloon is loose. There is contrast in the balloon and blood in the guide wire lumen. A functional test was performed by inserting a .014" test guide wire into the device then the whole device was inserted into the related guidezilla ii 6f guide extension catheter . No resistance was felt while inserting or removing of the balloon catheter. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that removal difficulties occurred. Vascular access was obtained via an ipsilateral antegrade approach. The 99% stenosed target lesion was located in a non-tortuous, moderately calcified anterior tibial artery. A 2.5mm x 150mm x 150cm mr coyote was inserted into a 6fr guidezilla guide catheter. Severe resistance was felt at the time the balloon catheter was passed through the guidezilla and after balloon inflation, the balloon could not be removed. The device was removed together with guidezilla. The procedure was completed with this device. No patient complications were reported.